Event description:
On (B)(6) 2014, it was initially reported that an incident occurred with an a1059 skull. Additional information received on (B)(6) 2014 was as follows; an a1059 mayfield skull clamp was being used for a c6t5 posterior instrumental fusion when the patient's head "dropped" out of the pins. There was no injury noted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.